Event description:
The manufacturer received info alleging a golox oxygen concentrator leaked onto a pt, causing third degree burns. The pt was admitted to the hospital for other health issues unrelated to the event, but was treated for the burns. The device has yet to be returned to the manufacturer for investigation. A follow up report will be submitted when the investigation is complete.